Manufacturer narrative:
The user experienced elevated blood glucose requiring hospital treatment. Information obtained from the user¿s husband indicated that a supply change was not completed due to concern about running out of insulin; however, no device malfunction has been identified based on the information available, and details of in-hospital treatment could not be obtained despite multiple attempts. A follow-up MDR will be submitted if additional information or device evaluation becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user¿s family reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 624 mg/dl. The user¿s husband elected to call emergency services prior to completing a supply change after becoming concerned about limited remaining insulin. The user was taken to the hospital where hyperglycemia was treated and the user was discharged on (B)(6) 2025, with no additional clinical details provided despite follow-up attempts.